Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer would not open due to a broken return spring in the latch assembly. A field service engineer arrived on site and reported to the security checkpoint. After clearing the checkpoint, the engineer continued onto the pharmacy. At the pharmacy the engineer was advised that due to staff shortages, they did not have an escort available immediately. Engineer waited approximately half an hour, and an escort became available. The engineer and escort went to the station with the reported failure. Engineering escort worked around ER staff requirements to access the machine while engineer was troubleshooting and repairing the failed drawer. Engineer inspected drawer 2¿2 in the auxiliary chassis and identified a broken return spring in the latch assembly. The engineer removed the drawer from the auxiliary chassis and replaced the broken spring between the inset and the solenoid. After completing the replacement, the engineer inspected all rear of the drawer components and reset the cable connections. The drawer was then reinstalled in the auxiliary chassis, and the pixie bus cable was reconnected. The station was then restarted

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, pyxis drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.